Event description:
It was reported the ipg was unable to communicate with external devices subsequent to the pt being in a car accident. Reportedly the pt's ipg was explanted and pt was re-implanted. It was reported the pt had stimulation and optimal pain coverage post-operatively.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.